Event description:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. No medical intervention was required by the patient. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The manufacturers investigation is ongoing. A follow up report will be submitted when the manufacturers investigation is complete.

Manufacturer narrative:
The manufacturer became aware of an allegation of rep dreamstation auto CPAP device. The patient alleges visualization of particles in the device. There is no allegation of serious or permanent harm or injury. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation no secondary findings was observed. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and corrected.